Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed critical pump error and broken force sensor. The customer's blood glucose level was unknown at the time of the call. Customer stated that insulin pump was not exposed to high magnetic field. Customer also stated that they were unable to rewind insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.